Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the second device reported, for the first device reported that was used during the same procedure see MDR 3013394970-2019-00318, and MDR 3013394970-2019-00320 for the third device reported.

Event description:
The user facility reported the involved angio-seal device was used at the end of the thrombectomy procedure. There was an unknown issue with the angio-seal closure system and the problem appeared three times; therefore there was a device change three times.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and to provide the completed investigation. The actual sample was initially reported as available; however, the sample was not returned. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device return date and to provide the completed investigation results. One 8 fr angio-seal sts plus was received for product evaluation. The bypass tube was returned separately from the carrier tube assembly. The polyfoil pouch was not returned. Visual inspection revealed that the bypass tube was completely removed from the main body of the carrier tube and the anchor was exposed. No deformation or damage was noted on the anchor and bypass tube. Functional testing was unable to be performed since the bypass tube could not be reinserted over the carrier tube assembly because collagen had expanded as it was likely exposed to blood. The inner diameter of the bypass tube at the distal end was measured and found to be 0.109" which was within the manufacturer specification of 0.109" +0.002/-0.003, the outer diameter of the carrier tube assembly was measured and found to be 0.102'' which was within the manufacturer specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Without the poly-foil pouch being returned for evaluation, the exact cause of the reported event cannot be definitively determined based on the available information.